Event description:
Information received indicates the bed has no power due to fluid ingress into the power supply board.

Manufacturer narrative:
The technician replaced the power supply board and the gasket on the retracting frame to repair the bed.